Event description:
It was reported via a postmarket registry that the pt had experienced drug withdrawal and the system was replaced. Further info reveals that event was "catheter related" and involved a pump connector break/cut detected by CT scan. "The pump disconnected from the proximal catheter. There was a tear in the pump connector. The proximal piece of the 8711 catheter was replaced and an 8596 was spliced to the existing 8711." The pt recovered without sequela. Same as MFR's report: 6000030-2006-00367.